Manufacturer narrative:
The investigation is ongoing. This is two of two manufacturer reports being submitted for this case.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra valve in the aortic position, the 23mm commander delivery system burst during inflation. The valve was almost fully deployed, but not quite, however the physician felt it was deployed enough to not try to go back in for another inflation. It's confirmed there was withdrawal difficulty just below the tip where the hard plastic sits. The team went to retrieve the balloon through the esheath+ and it would not go back into the esheath+, so they had to use the snare technique to remove everything. The team needed to use an extra esheath+ to gain access in the contralateral side and remove the system through the opposing leg. The delivery system was cut in the middle to be able to remove it from the patient's body. The patient was stable. Per pre decontamination, during the sheath observation, the distal tip was noted to be torn as well.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information received via device evaluation confirmed that there was not a distal tip tear and that it was in fact a liner tear 2" from the distal tip of the esheath+. The rest of liner expanded as designed. At the time of this report, the information available does not suggest the esheath+ use or miss-use of the device caused or contributed to any patient injuries, nor is it likely to contribute to a patient injury.